Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed "cannot drive bellows" when switching from bag to vent mode during use. The anesthesia unit was then switched out to complete the case. There was no report of patient injury.